Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure extensive scarring of the heart muscle related to arrhythmogenic right ventricular cardiomyopathy (arvc) was observed. Several efforts to secure the lead resulted in repeated dislodgement and high pacing thresholds. In addition, r-wave amplitudes were consistently low, preventing adequate sensing. As a result, the procedure was deemed unsuccessful. The patient subsequently elected to undergo heart transplantation. No adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.